Manufacturer narrative:
Additional failure analysis was completed on the instrument. The permanent cautery spatula instrument was analyzed, and initial findings were partially confirmed. The thermal damage was found to have occurred at the ceramic sleeve and as a result, the ceramic sleeve is melted. The spatula itself is not melted. The instrument was severely damaged from thermal damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and failed mechanical engagement when placed in the system. Additionally, the instrument was found to have a dislodged grip cable crimp. Also, during visual inspection, the instrument was found to have thermal damage at the tip. The ceramic sleeve had melted directly beneath the spatula. The instrument passed electric continuity. The instrument was placed on an in-house system and failed the engagement test. The instrument also was found to have a frayed pitch cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the permanent cautery spatula instrument was not recognized. The procedure was completed with no reported injury.